Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device is being kept by family. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "pt revised due to squeaking hip. Stem was loose."